Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose-short curve and a brite tip/dilator transition issue occurred. The preface sheath was attempted to be inserted into the patient's body however it could not be inserted because it got stuck on the uneven portion between the brite tip and the dilator. The procedure was completed without patient consequence. It was reported that the issue was resolved by changing the catheter to another one, however it is believed this is incorrect since this was the introduction of the preface sheath and dilator which is prior to catheter insertion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being conservatively reported because if this issue is not detected due to user error by the customer; there is a chance that the uneven brite tip/dilator transition could cause patient injury if inserted into the patient vasculature.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/04/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose-short curve and a brite tip/dilator transition issue occurred. The preface sheath was attempted to be inserted into the patient¿s body however it could not be inserted because it got stuck on the uneven portion between the brite tip and the dilator. The returned device was visually inspected and vessel dilator presented a kink at the tip section and at hub juncture. The cannula was found in good condition. The vessel dilator outer and inner diameters were measured and were found within specifications. A functional analysis was performed using the received vessel dilator successfully inserting and withdrawing it from the cannula. There was no resistance noticed during the test event though the kink observed during the visual inspection. No anomalies or uneven condition was noticed between the brite tip and the vessel dilator interaction. However the vessel dilator did not snap properly into the cannula due to the kink condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the molded vessel dilator assembly and no anomalies were found. The customer complaint related to an uneven transition cannot be confirmed. However a kink condition was observed on the vessel dilator. Based on available analysis finding results, the kink found does not appear to be caused by any internal bwi processes.